Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and reservoir could not lock. Customer does not know how damage occurred. Customer's blood glucose was 173 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip; a test reservoir was installed and did not lock into place due to complete broken reservoir tube lip noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.